Event description:
The following information was reported to gore: on (B)(6) 2024, a patient was meant to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) for an evar endoleak, which was reported for an iliac branch device (ibd) in the right internal iliac artery (iia), probably due to no distal sealing. The vbx device was planned as an enlargement for the ibd. During this procedure a 8.5 fr steerable sheath (unknown manufacturer) was first inserted from the contralateral side to just over the aortic bifurcation but did not come into the right side of the iia. The rosen guidewire (cook medical) was advanced into the iia. As reported, it was difficult to place the guidewire and sheath into the iia, likely due to sharp angle of the artery. Next, the 8mm x 59mm vbx device was being advanced into the iia but could not go far enough into the iia. The physician pulled the vbx device back and before getting it into the steerable sheath, the vbx device dislodged from its balloon. With the shoulder of its own balloon the vbx device was successfully removed from the patient. The procedure continued with the placement of a 10 fr steerable sheath (unknown manufacturer), which was also not getting into the iia. Consequently, the 11mm x 39mm vbx device did not track enough into the iia. The vbx device was pulled back to get it back into the sheath again of its balloon. The second vbx device dislodged also from its balloon. The vbx device was snared and the vbx device was removed safely. By this time, the physician noticed that the endoleak was no longer present and the procedure was stopped. It appeared that the endoleak resolved itself at the end of the procedure. The patient tolerated the procedure.

Manufacturer narrative:
For the same patient during one procedure two devices were attempted to be used. In this regard manufacturer report number 2017233-2024-05174 was also submitted. A2, a3, a4: patient information was requested, but not made available due to privacy laws. H3 other; h6 code b17: the medical device is not expected to be returned, therefore direct product analysis was not possible. H6 code c19: a review of the manufacturing records indicated the device met pre-release specifications. Instructions for use (IFU) for gore® viabahn® vbx balloon expandable endoprosthesis warning section state "do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore:on january 30, 2017, a patient underwent a procedure, where an iliac branch device (ibd) (non-gore device) and balloon expandable device (unknown manufacturer) were implanted for endovascular aneurysm repair (evar). On july 3, 2024, this patient was meant to be treated with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) for an evar type 3 endoleak, which was reported for the ibd in the right internal iliac artery (iia), probably due to no distal sealing. The vbx device was planned as an extension for the ibd. One vbx device was implanted successfully, but as the endoleak was not resolved, therefore the hospital wanted to implant a further vbx device more distally.a vbx device was tried to be implanted previously in this procedure. (See mpdcase-00019773-1)the hospital continued the procedure by replacing the 8.5 fr steerable sheath (non-gore device) with a 10 fr steerable sheath (non-gore device), which was also not getting into the iia. The hospital stated that they chose the bigger sheath for a smoother passage of the vbx device through the sheath. However, the 11mm x 39mm vbx device was not advancing smoothly and did also not track enough into the iia. Being put on the distal part, the balloon was loose and the vbx device also dislodged from its balloon, before it was pulled back to get it back into the sheath. The vbx device was snared and the vbx device was removed safely. The physician had no suspicion why the vbx device dislodged.by this time, the physician noticed that the endoleak was no longer present and the procedure was stopped. It appeared that the endoleak resolved itself at the end of the procedure and no further action was taken. The patient tolerated the procedure.

Manufacturer narrative:
H3 other code, h6 code b15: evaluation of received items: an imaging evaluation was performed by a clinical imaging specialist. The imaging evaluation provides additional detail, including clinical items reviewed during evaluation. The following was noted: eight radiographic jpeg images and a movie clip provided for evaluation. No name, dates, or demographics on the imaging. Images appear to support the description summary and show 2 different vbx devices undeployed in the rci and riia. The device appear to be off the deployment catheter. The right internal iliac artery is tortuous. The vbx appears to be undeployed and free floating in the distal riia. This stent was snared to remove it from the patient. A device photo was returned for review. The photo demonstrates a vbx device endoprosthesis in vitro supported by a snare. The endoprosthesis is free of its balloon catheter and exhibits damages, including compression along the length of the stent-graft, consistent with retrieval with a snare as reported. The reported annex a code, concerning an inability to advance the vbx device to the target location in the right internal iliac artery (riia), is consistent with imaging evaluation of clinical items submitted for review. Imaging review indicated the riia is tortuous. Moreover, the field reported difficulty with guidewire and sheath positioning within the internal iliac artery due to sharp angulation of the vessel. Therefore, the reported advancement failure is consistent with factors related to patient-condition (i.e., vessel tortuosity and/or angulation). The reported device allegation, related to endoprosthesis dislodgement, was confirmed following review of items returned for evaluation. Imaging showed vbx device that appeared to be off the deployment catheter. Vbx device, which appeared free floating in the distal riia, was captured with a snare consistent with details reported from the field. The field reported dislodgement of the endoprosthesis during positioning of the device. The cause of the dislodgement could not be isolated among the potential factors, including potential device interactions during the reported difficult insertion with the tortuous patient anatomy, potential interactions during withdrawal, and/or device related factors. The cause for the confirmed endoprosthesis dislodgement could not be established with the available information. H3 other; h6 code b18: the medical device was discarded at the hospital, therefore direct product analysis was not possible.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.